Manufacturer narrative:
Product ID 3889-28 lot# va01dyk, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there were impedances over 4,000 ohms on electrodes 0 and 3. The lead was replaced on the day of the report. Ten days later it was reported that the reporter had not seen the patient since the procedure. At the end of the procedure, everything was good. The patient was following up with the nurse in the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead found the distal end weld was corroded. The 0 and 3 conductors were corroded at the electrode weld site. Two segments of the lead were returned. On the distal segment, both circuit 0 and 3 were ¿open.¿ circuits 1 and 2 measured to be 71.3 and 69.0 ohms, respectively. On the proximal end, no ¿opens¿ were noted. There were no shorts between circuits on both segments. Conductor coils were crushed. The conductors were cut and stretched. The outer insulation had been cut thru, melted, and there were suspected tool marks. Cautery was suspected.